Manufacturer narrative:
Product event summary: the analyzer failed its incoming test and was determined to be out of specification electrically. The analyzer was to be sent for repair and restock.

Event description:
The analyzer which was returned as part of an inventory reduction initiative subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.